Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos) on the ventricular tachycardia non-sustained epis odes. Also the r-waves have decreased to 2 millivolts the rv threshold had increased slightly from 1 volt to 1.5 volts. It was noted that the t-waves were probably larger than the r-waves and that it was not able to be seen during the in-office check. The rv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead, (B)(6) 2010. (B)(4).